Event description:
Device 1 of 2. Ref MFR report #1627487-2012-00662. It was reported the pt (B)(6) is experiencing heating at the ipg site when recharging the device. For this reason, the pt has turned the ipg off. The heating issue reportedly began 6 weeks ago. Also since this time, the pt alleges feeling more pain than usual. Efforts to resolve the increased pain through reprogramming have been unsuccessful. F/u on this matter found the heating issue has subsided since the pt turn the stimulator off.

Manufacturer narrative:
This ipg serial number was included in field advisories and a field correction. (1627487-07262012-002-r, 1627487-07262012-001-c). Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.